Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that following a pump replacement for nearing end of life, the patient experienced change in therapy effect. A back table prime was performed for 0.3 ml, and several reservoir rinses were performed with the new pump. The patient was kept overnight for 24 hours to make sure there were no issues. The patient went home the next morning and the patient had a seizure. The patient had withdrawal. The patient experienced seizure and withdrawal symptoms of clonus, extra spastic and extra sensitive to noises. The symptoms occurred roughly 24 hours post implant. The patient was brought to the emergency room. The patient was in the intensive care unit at the time of the report. The patient was sedated and on a ventilator. The healthcare provider prescribed oral medication. It was noted that the patient was very sensitive with dosing. It was noted that the exact timing of when the patient started receiving the new drug after pump implant was unable to be determined as catheter volume was unknown. It was noted that the catheter was not aspirated during procedure, and the drug in the catheter was unknown baclofen. The pump was filled with lioresal. It was later reported that the cause of event was still undetermined. It was noted that the event could be attributed to "pump to pump variability." The patient appeared sub optimally dosed but was not clear why the patient was still in the hospital. It was noted that it was not believed there was a catheter issue or programming error. It was unknown if the event was due to drug effects. The dose was increased and patient was being monitored. It was noted that as of (B)(6) 2014, patient's infusion system was functioning properly and patient's "other medical issues seemed unrelated to the pump." Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was in the ICU for a week as they adjusted the dose and looked into other causes. The patient went home 8 days later. It was reported that the patient was doing fine and getting good therapy.